Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer generated an error code and froze upon interrogating a patient. Troubleshooting steps were taken including completing a power cycle which resolved the issue and the programmer could continue to be used. It was recommended that the programmer be returned to service if the issue continued. No patient complications have been reported as a result of this event.